Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 321 mg/dl at the time of incident. The customer¿s current blood glucose value was 476 mg/dl. The customer treated high blood glucose with injection. It was unknown whether the customer was using auto mode or not. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer will continue use of the device.